Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer complained of discrepant inr results from a coaguchek xs meter compared to the laboratory. The meter serial number was not provided. The result from the meter with strip lot 28632014 was 4.2 inr. The result from the laboratory at a hospital was 2.6 inr. The customer had strip lot 33449917 and compared the results to the strip lot he had been using. The result from the meter with strip lot 28632014 was 4.6 inr. The result from the meter with strip lot 33449917 was 3.2 inr. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation. This medwatch will cover test strip lot 33449917. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 28632014.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.